Event description:
It was reported to philips that ibp is no longer recognized.

Manufacturer narrative:
Previously reported on pr (B)(4) with the ca report ID - 2301 3490. Device investigation has taken place on pr (B)(4) with ca report ID - (B)(4).

Manufacturer narrative:
Previously reported on pr- (B)(4) with the MDR# (B)(4). Device investigation has taken place on pr (B)(4).